Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the procedure was "defective". There were no patient complications reported. Although several attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
These codes were selected by the manufacturer based on information provided by the user facility. The complainant indicated that the device is available for return but has not yet been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. Bsc reference: (B)(4).